Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in recurrent peritonitis. The breach in aseptic technique was further described as touch contamination (due to confirmation of streptococcus). The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as the event onset, the patient was hospitalized (due to cloudy effluent and abdominal pain) and treated with meropenem (intraperitoneal, discontinued after 4 days). Five days after the event onset, the patient began treatment with viccillin (discontinued after 5 days). Ten days after the event onset, pd therapy was discontinued. The patient began treatment with cefazolin (intravenous, ongoing), the pd catheter was removed and pd therapy was switched to hemodialysis therapy 11 days after the event onset. At the time of this report, the patient was recovering from recurrent peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. On an unreported date two weeks prior to the onset of recurrent peritonitis, the patient was hospitalized due to peritonitis. The cause, treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.